Event description:
During index procedure, 2 complete se peripheral stents were implanted to the mid right sfa. Approximately 2 years post index procedure, a grad 1 stent fracture was confirmed by the core lab. Approximately 26 months post procedure, in-stent restenosis of the right sfa was reported (max 40%). Investigator reported a possible relationship to the study stents. Patient is continuing without treatment. A revascularization of the anterior tibialis artery was also reported 26 months post index procedure with no relationship to the study stent. Image review: the still images show what appears to be compression of the stent struts on the proximal end of the proximal stent. There is no evidence of stent compression or distortion of the more distal longer 150mm stent. Based on review of the images it appears most likely that the lesion morphology appears to have impacted on the deployed stent profile. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication. Ref MFR# 9612164-2012-00978, 9612164-2012-00979.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - material distortion most likely procedural related), inherent risk of procedure (occlusion), (device not received for evaluation).